Event description:
On (B)(6) 2026, a patient using an omnipod system reportedly awoke with elevated blood glucose levels (>500 mg/dl) accompanied by nausea, vomiting, and ketones, as reported by the legal guardian. The patient was taken to the emergency department on the same date while wearing a pod, which had reportedly been in use for approximately 36¿48 hours; the exact wear duration could not be confirmed. The patient was reportedly hospitalized from (B)(6) 2026 to (B)(6) 2026. The legal guardian reported a diagnosis of hyperglycemia with diabetic ketoacidosis. Reported treatment included intravenous fluids, continued insulin delivery via the pod, and two pod changes during hospitalization. No additional medical records, glucose logs, or responses to pod-related follow-up questions were available at the time of reporting. Further information could not be obtained due to lack of continued engagement by the legal guardian despite multiple documented good-faith contact attempts. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.